Event description:
The customer reported via phone call that she had some issues with 4 bent cannulas. Customer has already received replacements and has had high blood glucose in the 300-400 mg/dl range. Customer once had an issue with insulin stacking where she was in the high 60's mg/dl. Customer feels that some of the control issues may have been from using old insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.